Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported part of the insulin pump fell off. The top of the reservoir molding and the o ring are gone. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay and missing serial number label.